Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving an "error" message and was unable to obtain readings. As a result, customer experienced feeling tired and lightheaded and was unable to self-treat, requiring treatment of "extra fruit" but hcp and unspecified third-party. There was no report of death or permanent impairment associated with this event.